Manufacturer narrative:
Investigation summary: review of the patient files dated 4 april 2024 revealed that since 13 march 2024, atrial lead impedance was measured above 3000 ohms. Additionally, on 16 march 2024 the recorded avb episode showed low atrial pacing amplitudes. The most plausible hypothesis explaining the reported issue is a rupture of the lead conductor(s). Given the implant duration of the atrial lead, such issue may result from subclavian crush, a too strong fixation of the suture sleeve or lead fixation without suture sleeve. Since no x-rays were provided and since the subject lead was not returned for analysis (remains inactively implanted), the exact root cause could not be confirmed.

Event description:
Reportedly, a remote alert received on (B)(6) 2024 displayed atrial lead impedance above 4000 ohms.